Event description:
Steffee plates and screws implanted 1992. Broke in 1994. Removed in 1995. Broken screw causing irreversible damage, scar tissue etc. Another surgery to remove scar tissue (part of it) couldn't get all, excruciating pain etc.